Manufacturer narrative:
H3/h6: investigation was performed via log file review. The investigation confirmed that an air in line alarm presented and the machine operated as intended. At this time the cause of the patient's death is not likely to be related to tablo, however causality has not been confirmed. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death.

Event description:
It was reported that a patient died after dialysis treatment due to a collapsed lung that an emergent chest tube could not resolve. Prior to the treatment the patient was stable.